Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 11-aug-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid/hydromorphone (4 mg/ml at 0.7679 mg/day) via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient was seen for a catheter dye study prior to having his pump replaced in the near future because it was nearing eos (end of service) and because he had been having some increased pain. It was noted that the physician doing the study and eventual pump replacement liked to perform catheter dye studies prior to replacing pumps as a way to plan for a potential catheter replacement if needed. The physician wasn¿t able to aspirate the catheter. There were no environmental factors that contributed to the issue. It was noted that the patient would have his pump and catheter replaced in the near future. The date had not yet been set. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.